Event description:
It was reported high impedances, greater than 4000 ohms, were observed on the patient's right lead. It was noted the event was ongoing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
D11: product ID 7482a51 lot# serial# nhu209135v implanted: 2010-(B)(6), product type extension product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3391s-40, lot# v387340, implanted: 2010-(B)(6), product type lead product ID 3391s-40, lot# v159369, implanted: 2010-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).